Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (vt) procedure with a thermocool sf nav catheter and suffered a cardiac tamponade which required reanimation and aspiration of dark red blood out of the patient¿s pericardium. This was a normal vt procedure with a carto system, pentaray catheter, thermocool sf catheter and a st jude medical 4pol catheter. Ablation had been completed and all of the catheters were pulled out of the patient¿s body besides the ventricle 4 pol catheter which was used to stimulate the heart before the procedure was finished. After two minutes the patient¿s blood pressure became very low until a cardioplegia. A tamponade was then discovered. The physician had to reanimate and aspirated dark red blood out of the patient¿s pericardium so they thought the tamponade was in the right ventricle made by the right ventricular apex 4pol catheter from st. Jude medical. The patient was stabilized at the time this event was reported. Prior to the procedure the patient had a very big aneurysm and was very unstable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. In taking a conservative approach this event is being reported under the thermocool sf nav catheter.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# unknown serial# unknown). Pentaray catheter (model# d-1282-10-s lot# unknown). St jude medical 4pol catheter (model# unknown lot# unknown). (B)(4).